Event description:
Per the surgeon, the pt's abutment was loose. The surgeon reportedly was unwilling to over-tighten the abutment and it subsequently fell off. Surgery was done in 2008 to remove skin from over the fixture. Both the primary and "sleeper" fixtures appeared to be well osseointegrated. A new abutment was fitted to the primary fixture.

Manufacturer narrative:
This is a final report.